Event description:
It was reported by the affiliate that the (1) tsw45 was used during an unk procedure. It was reported that the device was blocked in the closed position. The case was completed with another instrument and there was no consequence to the pt.